Event description:
Ribloc plate was removed due to plate breakage.

Manufacturer narrative:
Pt had a plate installed on (B)(6) 2011. It was reported that the pt had a fall and the plate broke. Plate was explanted on (B)(6) 2011. Under investigation, f/u report with eval codes will be provided.